Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a periodic programming history database review, high lead impedance was observed upon interrogation. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Through further follow-up it was determined that the facility the generator was shipped too had multiple expired m106s that were expired and one was given to a livanova representative to use as a demo. The expiration date for the generator is 9/4/2020 and the implant date listed is 10/7/2020 which is after the expiration date. Based on this information as well as the patient initials matching the livanova representative's initials, it can be concluded that this was not a true high impedance event with a patient involved but with a generator that was being used as a demo.